Event description:
It was reported that the patient had 12 programming and medication errors between 2003 and 2011. The patient was ¿on deaths door many times due to medication errors.¿ the patient said that she had dilaudid and bupivacaine in the pump and ¿other synthetic drugs¿, but did not know the dose and concentration of the medication in the pump when she had the 12 programming errors and medication errors. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [There are additional events to capture the additional programming and medication errors for subsequent pumps].

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8709, lot # j10892r04, implanted: (B)(6) 2001, product type catheter. (B)(4).